Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed due to the completed evaluation of this product. No additional adverse patient effects were reported.

Event description:
It was reported that this patient's device has received a few shocks due to ventricular tachycardia. These appropriate shocks resulted in induction into ventricular tachycardia which did not convert into the fifth shock. It was also noted that the patient's shock impedance was high but still within range. The patient was brought into the clinic and imaging was performed which indicated that the entire system had moved. The entire system was subsequently explanted. No additional adverse events were reported.